Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that on (B)(6) 2022, a patient underwent an aclr procedure using two ar-1922bc bio-composite pushlock to fix the graft in the femoral and tibia. The procedure was completed successfully and so was the post operative visit. However, three months later, patient experience paint in the knee joint and via imaging examination, it was determined the anchor had broken. On 5/9/2022, patient underwent revision surgery where surgeon confirm the anchor had indeed broken.

Manufacturer narrative:
Visual evaluation of the pictures attached to this complaint of a 4.5 mm bio-pushlock. It is inferred that the bio was broken close to the distal end of the screw. Without the return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.